Manufacturer narrative:
Device evaluation: the device in question (8404hx, c-mac video laryngoscope d-blade, serial number (B)(6)) was received at the manufacturing site on 07-jan-2026. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, further defects were detected. In total the following defects were detected: led is dim, blade is worn, housing is worn, connector is worn. The device passed quality testing at the time of shipment. Based on the defects identified during the technical inspection, it is concluded that the cause of the described malfunction is normal wear and tear of the c-mac blade, resulting from use and the reprocessing procedure. This wear and tear can cause the led to glow dimly. The investigations conducted above did not reveal any causes related to the labeling or the device's history. All production-related quality inspections were passed, and no deviations were found in the manufacturing documentation for the devices. The labeling contained appropriate instructions and warnings. No systematic defect was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was bad lightning. No negative impact in state of health reported.